Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. (B)(4). This report is number 4 of 4 mdrs filed for the same patient (reference 3002806535-2016-00845, 00846, 00847, 00848).

Event description:
Legal counsel reports a patient underwent right hip arthroplasty and alleges experiencing elevated metal ion levels approximately 6 years post-implantation. No revision procedure has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It has been reported by the patients legal representative that the patient underwent a left hip arthroplasty on (B)(6) 2010 and right hip arthroplasty on (B)(6) 2012 at (B)(6) (reported under (B)(4)). Subsequently, a left hip revision procedure was performed on (B)(6) 2017 due to elevated metal ion levels. It was further reported that the patient underwent right hip revision on (B)(6) 2019 due to metalosis, bursitis, pseudotumor and alval. This report is based on allegations set forth in patients notice and the allegations there in are unverified. Please note that due to lack of information this incident was initially reported under (B)(4), bfarm reference (B)(4).

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. D4 unique identifier (UDI) number: (B)(4). G3: report source, foreign - event occurred in germany. D10: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was evaluated by external contractor. D11: medical product: m2a-magnum recap cup 48odx42id, catalog #: 157848, lot #: 1492366. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2016-00847-4. Biomet UK have not been provided with any radiological materials or supporting documentation which could provide additional information. A review of the complaint database has found 1 similar complaints reported with the item 157242 and 3 similar complaint reported with 157848. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. Regulatory assessment determines that the occurrence of the event and the risk remains within the acceptable limits identified in the risk management report. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 5401000219 list under possible adverse effects: material sensitivity reactions. Implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from the metallic components of joint replacement implants may be resent in adjacent tissues or fluids. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or that osteolysis may be a result of loosening of the implant; metal-on-metal articulating surfaces have limited clinical history. Although mechanical testing demonstrates that metal-on-metal articulating surfaces provide relatively low amounts of particles, the total amount of particulate matter produced remains undetermined. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Because of the limited clinical and preclinical experience, the long-term biological effects of the particulate matter and metal ions are unknown. Medical records were provided in german. A chronological summary of the provided medical files carried out by dr. (B)(6) informed that the patient is female, was 51 at the time of the left hip primary surgery and 52 at the time of the right hip primary surgery and had excellent constitution and functional requirements without any special pre-existing conditions or metal allergy. The summary also informs that the left recap system was implanted on (B)(6) 2010 (instead of (B)(6) 2010 as indicated in the complaint description) and removed on (B)(6) 2017, therefore the implant remained in vivo for approximately 6 years and 11 months; the right recap system was implanted on (B)(6) 2012 and removed on (B)(6) 2019 (instead of (B)(6) 2019 as indicated in the complaint description), hence the implant remained in vivo for approximately 6 years and 10 months. 3 cds containing patient¿s radiographs and MRI images were received from the complaints department on (B)(6) 2019. A total of 39 radiographs were included in cd 1 and cd 2; cd 3 contained only MRI images. Only radiographs will be considered in this assessment. The provided radiographs were taken at different time points between (B)(6) 2011 and (B)(6) 2018; 2 radiographs taken on (B)(6) 2014 show the patient¿s right clavicle, whilst the 8 radiographs taken between (B)(6) 2017 and (B)(6) 2018 show only the patient¿s left hip after revision. Therefore, only 29 radiographs were considered relevant for this assessment. The inclination angles of the acetabular cups were measured using imagej (version 1.51w). Anteversion angles could not be determined reliably from the images provided and without the use of fitting software. The left acetabular shell was found to be positioned correctly in accordance with the recap surgical technique [1]. The right acetabular shell was found to be positioned at approximately 53° inclination. The recap surgical technique [1] recommends that the recap acetabular component is impacted into the prepared acetabulum at an angle of 45 degrees of inclination and 20 degrees of anteversion. The chronological summary carried out by dr (B)(6) informed that, for both hips, the diagnosis for the primary surgery was dysplasiacoxarthrosis. The instructions for use (IFU) packaged with the components [2, 3] list developmental dysplasia which prevents stable acetabular reconstruction as a relative contraindication. A total of four episodes of dislocation of the left hip were described, two of which occurred before (B)(6) 2011 (9 months after surgery); the provided radiograph taken on (B)(6) 2017 also shows the dislocated left hip joint, which is assumed to show one of the two later episodes. A surgical procedure was carried out on (B)(6) 2011, during which scar and muscle plastic surgery was performed; during the same surgery, it was reported that intraoperatively documented tight-fitting femoral head and cup without significant scratch marks / defects or macroscopically visible metallosis. An evaluation provided by dr (B)(6) on (B)(6) 2017 states that the surgeon chose the posterior (dorsolateral) approach to implanting the mcminn prosthesis. Comparing different approaches for implantation of a hip joint prosthesis, the luxation rate is comparatively highest in the posterior (dorsolateral) approach (3-4%). In the posterolateral approach selected by the surgeon, damage to the small external rotators is possible because partial incision and detachment are necessary. Infection of the right hip was investigated on (B)(6) 2012 (approximately 3 months after surgery); loosening and infection were excluded with radiological and MRI-morphological imaging. Elevated metal ions were first documented in (B)(6) 2014, approximately 3 years and 3 months after the left primary surgery and 1 year and 9 months after the right primary surgery. At the time of removal of the left recap system, extremely elevated metal ion values were reported and a blackish-greenish colored bursa and intra-articularly extended metallic changes were described intraoperatively. At the time of removal of the right recap system, gray discolored metallotic fluid before opening of the joint with extensive 15 x 10 cm bursa trochanterica [¿]. Several soft tissue tumors that have broken into the soft tissue, [¿] cauliflower-like tumorous changes are described intraoperatively. In addition, it is reported that when removing the cup with the zimmer special instruments, a metal flake approximately corresponding to one third of the metal anchoring surface loosens and must be removed from the bone with the chisel. This cannot be confirmed with the radiographs provided. No laboratory or histology reports had been provided at the time of writing this assessment, therefore metal ions levels, metallosis and the presence of pseudotumors could not be verified. The manufacturing history records (mhrs) of the components were checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. It has been shown in the literature that malpositioning of the acetabular shell may lead to component edge-loading, which increases the wear rate of bearing surfaces in metal-on-metal systems, thus causing metallosis [4]. In addition, it has been reported that the incidence of failure of metal-on-metal systems is higher in women [5]. The root cause for the elevated metal ion levels and metallosis, bursitis, pseudotumor and alval in this instance could not be determined with the information provided and is likely to be multifactorial, including sub-optimal positioning of components and patient-related factors, in particular the diagnosis of dysplasia. Email communication documented in etq informed that the two revised systems had been sent to a biomechanical expert appointed by the court of cologne and are under examination at the time of writing this assessment. Due to fact that this is a legal claim, our legal department has been provided with the relevant facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Investigation is completed based on current available information. The legal case is on-going. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Insufficient data are made available by the patient's legal representative to render a conclusive opinion on the cause of the reported event. In order to investigate the matter thoroughly access is needed to certain patient co-morbidities, mris, CT scans, full x-rays incl. Laterals (pre and post primary surgery), routine blood tests to include inflammatory markers, hip aspiration to exclude infection, intra operative findings, histological findings and confirmation of armd/alval and retrieval. Investigation is completed based on current available information. The legal case is on-going. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required.

Event description:
Legal counsel reports a patient underwent right hip arthroplasty and alleges the patient is experiencing metalosis, bursitis, pseudo tumor and alval. Subsequently, the patient¿s right recap has been revised. This report is based on allegations set forth in patients notice and the allegations there in are unverified

Manufacturer narrative:
(B)(4). The inclination angles of the acetabular cups were measured using image. Anteversion angles could not be determined reliably from the images provided and without the use of fitting software. The left acetabular shell was found to be positioned correctly in accordance with the recap surgical technique. The right acetabular shell was found to be positioned at approximately 53° inclination. The recap surgical technique recommends that ¿the recap acetabular component is impacted into the prepared acetabulum at an angle of 45 degrees of inclination and 20 degrees of anteversion. It has been shown in the literature that malpositioning of the acetabular shell may lead to component edge-loading, which increases the wear rate of bearing surfaces in metal-on-metal systems, thus causing metallosis. In addition, it has been reported that the incidence of failure of metal-on-metal systems is higher in women. No laboratory or histology reports had been provided at the time of writing this assessment, therefore metal ions levels, metallosis and the presence of pseudotumors could not be verified. Device history record (DHR) was reviewed and no discrepancies were found. The root cause for the elevated metal ion levels and metallosis, bursitis, pseudotumor and alval in this instance could not be determined with the information provided and is likely to be multifactorial, including sub-optimal positioning of components and patient-related factors, in particular the diagnosis of dysplasia. Email communication documented in etq informed that the two revised systems had been sent to a biomechanical expert appointed by the court of cologne and are under examination at the time of writing this assessment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel reports a patient underwent right hip arthroplasty and alleges the patient is experiencing metalosis, bursitis, pseudo tumor and alval. Subsequently, the patient¿s right recap has been revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel reports a patient underwent right hip arthroplasty and alleges the patient is experiencing metalosis, bursitis, pseudo tumor and alval. Subsequently, the patient¿s right recap has been revised. This report is based on allegations set forth in patients notice and the allegations there in are unverified.